Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 08-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-3) and high blood glucose test results. The customer is concerned with test results from results obtained of 262, 241, 185, 149 and 182 mg/dl. The customer¿s expected am fasting blood glucose test result range is 108-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2024 and open vial date is 2-3 weeks ago. The meter memory was reviewed for previous test result history: result 1 : 262 mg/dl date: (B)(6) time: 10:46am fasting. Result 2 : 241 mg/dl date: (B)(6) time: 10:45am fasting. Result 3 : 185 mg/dl date: (B)(6) time: 9:47am fasting. Result 4 : 149 mg/dl date: (B)(6) time: 9:48am fasting. Result 5 : 182 mg/dl date: (B)(6) time: 10:18am fasting.